Event description:
During procedure, it was noticed that inside the joint of the intuitive pk dissecting forcep had a broken wire; defective instrument removed from sterile field and replaced; no obvious injury to pt. Event abated after use: yes.